Manufacturer narrative:
Visual analysis was performed on the returned device. Returned device analysis was unable to confirm the damage in the filter; however, the account stated that the correct device was received. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported material separation as there was no damage noted on the returned unit. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that during preparation of the emboshield nav 6, the filter was separating off from the base gold wire. Another emboshield nav 6 was used to complete the procedure. There was no device use or patient involvement, and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.